Manufacturer narrative:
Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had both the lead and generator explanted due to infection. The patient was later re- implanted at a later time. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history records for the lead and generator were reviewed. The generator and lead passed final quality and functional specifications prior to release. Both the lead and generator were sterilized prior to being released. No additional relevant information has been received to date.